Event description:
A us distributor returned electrode belt (B)(4) and reported that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. As received, the trunk cable was cut. The cut in the cable severed the cable's brown (-5v) wire. The cause of the failure was the severed wire. The root cause of the damaged wire was physical abuse. No adverse event resulted from the damaged cable.